Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he initially was hospitalized due to neurological issues, he can not walk. Customer stated that in the hospital he developed high blood glucose and was treated. Customer stated that the insulin pump was not working correctly. Troubleshooting was performed, and found that the insulin pump time and date was completely off. Nothing further was reported.